Event description:
On 9/27/93, the 15-yr-old b/m was admitted for a surgical procedure. Bilateral triple arthrodesis of the feet with local bone grafting. The pt was treated postoperatively for pain management with morphine drip regulated by a pca pump. On 9/28/93, pt found unresponsive. Aggressive attempts to resuscitate the pt were unsuccessful. Pt expired.